Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The patient effect of recurrent mr was due to the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the recurrent mitral regurgitation and single leaflet device attachment. It was reported that on (B)(6) 2021 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to 1-2. On 08/10/2021 the patient had the 30 day follow-up echocardiogram which showed recurrent mr grade 3+ and a single leaflet device attachment. The posterior leaflet was no longer inside the mitraclip. The patient did not have any symptoms. A treatment plan is still being discussed. There was no additional information provided.